Manufacturer narrative:
Method: - the device history and sterilization records were reviewed. Results: - review of the DHR found nonconformances related to the product lot. However, the individual affected devices were reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomalies are not related to the alleged device complaint. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-15541, 1627487-2013-15542. The patient had 4 leads (2 from the same lot and model number and 2 from a different lot and model number) as part of her scs system. It was reported the patient has a suture that has eroded through the skin above her ear. Surgical intervention will be taken at a later date to address this issue.